Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient had blood glucose reading of 327 mg/dl with extreme thirst. The patient allegedly discontinued pump therapy with no information provided regarding any recent adjustments to the pump setting or if the patient received any treatment above and beyond the usual routine of diabetes care and management. Reportedly, there was an inaccurate delivery issue with the pump. No additional detail was provided regarding the incident. Troubleshooting was unable to resolve the reported issue and the reported issue remained unresolved. The reported blood glucose excursion did not meet the criteria for a serious injury. This complaint is being reported based on an alleged inaccurate delivery issue of unknown causes.